Event description:
It was reported that the event involved a female patient while in the cardio cath lab. The md attempted to insert the intra-aortic balloon (iab) through the teflon sheath via left femoral artery and was unable to advance due to severe resistance. The md followed the instructions for use (IFU); vacuuming the balloon of the iab properly inside of the tray, but the iab got stuck in the teflon sheath. As a result, the iab and sheath were removed together. A new iab was prepped per IFU and inserted into the teflon sheath using the same insertion site successfully. Per the md there was no excessive bleeding. No medical/surgical intervention was required. There was a 5 minute delay or interruption in therapy noted with no harm to the patient. There was no report of patient death, complications or injury. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.